Event description:
The nurse at facility reported to baxter technical service that a pt experienced red skin with rash and jaundiced eyes following treatment on a meridian device. The field service engineer tested the device and no problems were found. The device functioned according to the manufacturer's specifications. No further information is available at this time.